Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump was currently in rewind process. The customer replaced a new set and reservoir to place the pump out of rewind/prime process. Customer stated when she attempted to fill the tubing; pump alarmed compromised force sensor system. Customer's blood glucose was 190mg/dl. Customer will contact her health care provider to obtain the setting and will call back to program her settings.